Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Investigation unable to download event history log. According to the investigation, during the attempt to power up the device, when batteries were inserted the device immediately alarms with a blank screen. The investigation reported that the reported issue was caused by the pump circuit board. Investigator replaced the pump circuit board to correct the reported issue. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Event description:
Information was received that device had constant alarms and no screen display. No adverse effects reported.